Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: biomet m2a-magnum pf cup 54odx48id, item#: us157854, lot#: 590530, biomet m2a-magnum 52-60mm tpr ins std, item#: 139268, lot number unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03397, 0001825034 - 2018 - 03399.

Event description:
It was reported patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised due to adverse reaction to metal debris. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.